Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. Tacks were able to be fired normally from the device. No tacks were able to hold correctly onto the tissue. No device component disengaged into the cavity of the patient. There was no patient harm.